Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open sore underneath the lifevest. During a follow-up call, the patient stated that she had an old sore that had healed, but had recently developed a new open sore that had not shown any improvement. The patient was successfully implanted with an ICD. The medical outcome of the sore is unknown.